Manufacturer narrative:
All available information was investigated, and the reported difficult single gripper actuation was unable to be confirmed. The reported difficulty or delayed positioning (anatomy) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult or delayed positioning is related to challenging patient condition. A cause for the reported difficult single gripper actuation could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an urgent mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ and pre-existing flail, on a patient with reversed pulmonary veins, in cardiogenic shock due to a pre-existing papillary muscle rupture, on ECMO and balloon pump at the time of the procedure. A transseptal puncture was performed, resulting with a limited height of 3.7 cm due to patient and anatomy. A mitraclip xtw was inserted without issues. Height gaining maneuvers were performed to obtain adequate height above the valve; ¾ turn of a knob was applied. After crossing the valve, one grasp attempt was performed. However, the posterior gripper was not lowering more than more than a few millimeters. Troubleshooting was performed but was not successful. The clip was inverted and brought back into the atrium, the grippers were tested and appeared to function normally in the left atrium (la). The valve was crossed again for a second grasp attempt, but the posterior gripper would not lower more than a few millimeters while attempting to make a grasp. Troubleshooting was performed but was not successful. The clip was then inverted and retrieved to the atrium. The clip was removed from the patient without difficulty. A new clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 2+, with normalization of the pulmonary veins. There were no adverse patient effects and no clinically significant delay in the procedure.